Event description:
No injuries [no adverse event]. Brush head no longer stays securely attached to the small metal pin on the hand piece and then comes off - oral-b [device breakage]. Brush head comes loose - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head no longer stayed securely attached to the small metal pin on the oral-b genius 9000n electric toothbrush hand piece and then came off. No injury was reported. 16-jun-2024 follow up via email: the consumer reported that there were no injuries and that the oral-b toothbrush head came loose. No injury was reported. 23-jul-2024 case update: the concomitant product lot was y325. No injury was reported. 06-aug-2024 case update from information initially received on 23-jul-2024: the concomitant product was oral-b power oral care refills cross action antibac eb50ab. No injury was reported.

Manufacturer narrative:
29-aug-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
No injuries [no adverse event]. Brush head no longer stays securely attached to the small metal pin on the hand piece. And then comes off - oral-b [device breakage]. Brush head comes loose - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head no longer stayed securely attached to the small metal pin on the oral-b genius 9000n electric toothbrush hand piece and then came off. No injury was reported. 16-jun-2024 follow up via email: the consumer reported that there were no injuries and that the oral-b toothbrush head came loose. No injury was reported.